Manufacturer narrative:
Patient information unavailable. Device lot number, expiration date unavailable. Device manufacture date unavailable because lot number unavailable. The component code and health effect impact code (heic) field was intentionally left blank. A supplemental MDR to follow upon availability to enter component code and heic code. Due to the device being discarded, the cause of the device break cannot be determined.

Event description:
A philips representative became aware of a lead extraction procedure which occurred on (B)(6) 2021. The procedure commenced to remove a right ventricular (rv) lead due to non function. A spectranetics lead locking device (lld ez) was inserted into the rv lead to provide traction to aid in the lead''s extraction. During extraction of the rv lead, it was reported that the lld ez broke. It is unknown where the lld ez broke; it was the representative''s understanding that no hemostat or other tool was used on the lld ez. The physician used a cook medical bulldog lead extender, a spectranetics 14f glidelight laser sheath and a spectranetics visisheath dilator sheath to successfully removed the lead and to complete the procedure with no reported patient harm. Although there was no reported patient injury, this report is being submitted due to the potential for complication with recurrence.

Manufacturer narrative:
H3): the device was discarded, thus no investigation could be completed. H6): added codes: 4727 and 2199.